Event description:
An opthalmologist reported that female pt experienced a corneal burn (os) after using a particular unit of contact lens. Pt was treated with isogutt eyedrops and gentamycin. Pt recovered.